Event description:
The customer reported a malfunction on the pump, with a malfunction code labeled as malf 12. There was no confirmation whether the issue caused the customer¿s blood glucose level to exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, after which the malfunction code did not recur.